Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 208 mg/dl. Customer needed help reloading her pump. Troubleshooting was performed and insulin exited the tubing after changing the reservoir. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. No further assistance needed.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.